Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion. Additional information received from the field representative that the patient was seen in the clinic six years ago and during that check all was normal. No further information received. This pacemaker was explanted. No additional adverse patient effects were reported.